Event description:
After the physician placed the shunt in the carotid artery and the shunt was plugged into the doppler, no sound was detected on the doppler. A new shunt was opened and the procedure was completed without further incident.